Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the that the thigh on (B)(6) 2024. On (B)(6) 2024, patient developed a rash, inflammation, and infection at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient went to the emergency room and was discharged home with a prescription oral antibiotic medication (clindamycin 300 mg, three times daily) and over the counter walmart brand topical antibiotic ointment for the infection. No treatment or lab test were provided in the emergency room (ER). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. At the time of the follow up contact with the patient on (B)(6) 2024, the patient was doing well after the course of antibiotic treatments. No additional event or patient information is available.